Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient is a non-user of the device. This is the final report.

Event description:
The recipient is reportedly experiencing impedance issues and lack of benefit from the device.

Manufacturer narrative:
Additional information: sections b.3 & d.9. Correction: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was not reimplanted. Legislation prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.